Event description:
It was observed that during the device evaluation, the image of the colonovideosope was noisy. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the image of the colonovideosope was noisy. Based on the results of the investigation, the probable root cause of the noisy image was a damaged plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.